Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that the implant was no longer working and had been turned off for a couple of years. Patient stated that it was not implanted properly by the healthcare provider and never worked. The patient asked if they can use pemf with the implant even if the implant is off. The agent advised the patient to check the manufacturer of the pemf because there are some manufacturers that have contraindications to the implanted device. The agent offered physician listings because patient said that their hcp had retired, but the patient declined. The patient said that they would just let their primary physician handle their implant.